Event description:
It was reported that the implantable pulse generator had reached end of life. Patient had therapy and got the battery warning a few weeks ago. Patient did not have any recent surgical or medical procedures. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Event description:
New information received states that the device was explanted and new device was implanted. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.